Manufacturer narrative:
Continuation of d10: product ID: 8781, lot/serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 05-sep-2016, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was receiving unknown morphine drug (20mg/ml at not currently available (may require follow-up)) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2024, the patient had a pump medication refill. During the withdrawal of old medication, the person doing the refill notice that there was way more medication coming out than expected on the tablet. The patient was also seeing decreased therapy over that time. Additionally, when the physician went to exchange for a new system, he noticed that there was no cerebrospinal fluid (csf) coming out of the catheter. There were no known environmental/external/patient factors that may have led or contr ibuted to the issue. Action/intervention: the physician replaced the whole system to resolve the issue. Outcome: the issue was resolved. The hcp has no further information for medtronic. The patient medical history and weight were asked but unknown. The patient was alive and no injury.

Manufacturer narrative:
H3: 8781 catheter: visual inspection identified there was damage to the transition tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.